Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a consumer with additional information from a nurse from ireland of infective peritonitis in a patient coincident with extraneal viaflex therapy for peritoneal dialysis (pd). The patient's daughter reported the patient had been hospitalized in (B)(6) 2011 for peritonitis. Upon follow up, the nurse reported the patient had been admitted to the hospital with peritonitis, but it was not sterile peritonitis so they felt there was no need to report it to baxter healthcare. Root cause of the peritonitis was not reported. On (B)(6) 2011, the patient was discharged from the hospital. Treatment was not reported. The event of infective peritonitis was considered recovered. The reporting nurse stated the peritonitis was not related to the pd fluid extraneal.